Event description:
It was reported that when the litter top of the turning frame is rotated, the turning ring assembly can be lifted off the plastic rollers and out of position. No injury to patient or user was reported.